Manufacturer narrative:
Added updated device code. Added eri fsca reporting number. During processing of this complaint, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Additional information received identified that a wireless software update was performed clearing the eri message.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's controller displayed the replace generator soon error message. It is unknown if the message is displaying prematurely at this time. Patient is to follow-up with physician and a manufacturer representative as the next course of action.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.